Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) malfunction was due to the memory problem. A field service engineer (fse) rebooted the system, which resolved the memory issue and triggered the installation of windows updates. To test the repair, the fse tested the bio-ID in hardware test application, and it passed successfully. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the bio ID was failed. The customer stated that this malfunction caused a delay to the patient care and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.